Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D9: device availability - correction. H2: correction. H6: adverse event problem - correction.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR, product was received on 7/8/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.